Manufacturer narrative:
(B)(4). The patient recovered from peritonitis and was discharged from the hospital.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. On (B)(6) 2012, the patient was hospitalized for an unknown indication. On (B)(6) 2013, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was treated with injection vancotroy 2 g, intra-peritoneally (ip), stat dose and gentamycin 20 mg, ip, once daily for 14 days for the peritonitis. The patient was still hospitalized. The outcome of this peritonitis event was unknown. Per the health professional, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.